Manufacturer narrative:
H10: internal complaint reference: case- (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the product specifications found that the distal shaft should be laser welded to the proximal shaft. The minimum torque is specified. A review of the customer provided images found an image of the drill shaft and the drill tip guide laying side-by side. The distal shaft of the drill is separated from the proximal shaft. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a knee arthroscopy, when drilling the femur with the acufex trunav retrograde drill, the drill tip broke off inside the patient. The procedure was successfully completed without delay using a back-up device. The piece was successfully removed from the patient using a grasper. No patient injury or other complications were reported.